Event description:
It was reported the insulin pump was not working. Customer's mother stated the device had motor failures a couple of times and its not delivering the insulin. Customer stated issues had occurred for awhile but it was worst today. Customer's blood glucose was 226 mg/dl. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No delivery alarm was resolved with a set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.